Event description:
Patient presented to the physician with headaches. Physician referred the patient to physical therapy.

Event description:
Patient presented back to the physician with ongoing headaches and neck pain. Patient is currently in physical therapy and was placed on pain medication.